Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 630mg/dl. It was stated that the customer was experiencing high glucose for the past two weeks. Troubleshooting was performed. The time and date on the insulin pump were correct. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The caller requested a replacement of the insulin pump. No further info was provided.